Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was capped due to a product performance issue. Additional information indicated that the lead was capped due to noise that was known for years. No additional adverse patient effects were reported.